Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not recognize the cassette when it was loaded. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Corrected: g1 - contact office establishment name. D3 - mfg establishment name. One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a failed latch/lock flex. The downstream/upstream occlusion seal, latch/lock flex were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.